Manufacturer narrative:
A review of the service report indicates the customer reported problems with biometry. The customer subsequently stated that the probe started working. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional reports for the system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported damage to the biometry probe and the system presented with problems during the biometry. Had problems with the biometry. The procedures are completed with the same equipment. There was a delay of less than 15 minutes. There was no pt harm.